Manufacturer narrative:
(B)(4). Batch #: u5dv15. (B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60b reload present. The reload was received unfired and with damaged noted on the reload notches. This damaged is consistent with an attempt to load the reload on the device. The returned reload unit cannot be forcibly installed into the channel, no functional test was performed as the reload could not be loaded acceptable into the device. During the evaluation the one piece sled was noted to be backwards additional evaluation of the device revealed that the cause of the high installation force is related to the channel and reload interaction due to insufficient machining of the channel, this has been correlated to a manufacturing process. No conclusion could be reached as to how the one piece sled was not properly installed.

Event description:
It was reported that during gst60b reload assembly on the psee60a stapler, it was not possible to fit the reload on the stapler. When removing the reload for verification, it was noticed that a component of the reload was out of the ordinary. The reload was replaced and again it was not possible to fit it. There was no auditory feedback click of reload fitting. It was necessary to replace the stapler and the surgery was completed without complications. There was no damage to the patient.